Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported by the customer that leak from the needle upon engaging safety device while the needle was in the patient's arm with the vacutainer tube attached. Affected lot number 3051442. Did the specimen(s) need to be recollected? No. The leak occurred at the end of the collection when the safety device was engaged.  Was there any post exposure testing or medical intervention? Please describe in detail any testing. The medical device was photographed for the example and then discarded in the sharp's container. Disinfection occurred immediately.  Was the facility's established blood/bf exposure protocol followed? No needle sticks occurred. All staff wore appropriate ppe, disposed of the needle appropriately, disinfected appropriately.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2. Medical device type: jka. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported by the customer that leak from the needle upon engaging safety device while the needle was in the patient's arm with the vacutainer tube attached. Affected lot number 3051442. Did the specimen(s) need to be recollected? No. The leak occurred at the end of the collection when the safety device was engaged.  Was there any post exposure testing or medical intervention? Please describe in detail any testing. The medical device was photographed for the example and then discarded in the sharp's container. Disinfection occurred immediately.  Was the facility's established blood/bf exposure protocol followed? No needle sticks occurred. All staff wore appropriate ppe, disposed of the needle appropriately, disinfected appropriately.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes returned to manufacturer on: 09-nov-2023. H.6. Investigation summary: material #: 367364; lot/batch #: 3051442. Bd received 5 samples for investigation. The samples were evaluated by functional draw testing and retraction testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.